Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and recommended interrogation and review of the device data. Additionally, a commanded shock was recommended. No further testing was performed and the patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has been exhibiting shocking impedance measurements in the 130 ohms range and most recently is was 156 ohms. Sensing and threshold measurements are fine. No adverse patient effects were reported.